Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Left hip revision due to pseudo tumor. No return, no x-rays and no further information due to hospital policy.